Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves from various mfrs. Plaintiff alleges experiencing the following symptoms: rhinitis, conjunctivitis, edema, wheezing and tighness in her chest. Plaintiff alleges experiencing an anaphylactic reaction and was diagnosed with latex allergy.